Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, product ID: bi71000225, ubd: h6: multiple annex g codes were coded for this event. G02027 was coded for the kit svc o2 bi71000450 power supply psi. G04060 was coded for the kit svc o2 bi71000225 pcba genrtr isol. Multiple annex a codes were coded for this event. A150204 was coded the jerky movement. A09 was coded for the weak indicator light. A110201 was coded for the system not starting correctly. A1502 was for the door remaining open. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door remained open, so the system wouldn't start up correctly. The system was down. The manufacturer representative (rep) asked the site to go to the operating room in order to check visually the operation of the door. The door, move gantry, umbilical cord, and output ac were checked and were ok. The batteries were checked and the indicator visual on image acquisition system (ias) light was weak. The movement of the machine was jerky. There was no patient involvement.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the power supply 1 (ps1) was replaced. B01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to d10: product bi71000225 is no longer relevant to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the power supply was returned to the manufacturer for analysis. Analysis found that visual inspection confirmed a damaged component. The resistor was electrically overstressed. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 previously reported are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.